Event description:
The customer called for assistance programming the insulin pump. During the phone call, the customer became disoriented, so paramedics were called to assist her. The phone call was disconnected once emergency services arrived to the scene. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.